Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the stopcock would not lock on the vizigo. When the vizigo was originally flushed before entering the patient's body the physician noticed the stop cock would not close. The sheath was immediately replaced and this solved the problem.

Manufacturer narrative:
On 24-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the stopcock would not lock on the vizigo. When the vizigo was originally flushed before entering the patient's body the physician noticed the stop cock would not close. The sheath was immediately replaced and this solved the problem. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. Additionally, the stopcock was inspected but no damage or anomalies were observed. An irrigation test was performed and both sides of the valves in the stopcock were correctly locked, no leakage was observed in that area. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port broken issue reported by the customer could be related to the hemostatic being dislodged; therefore, the customer complaint was confirmed. The potential cause of the damage observed in the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).